Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.2, lab: 3.0. Inratio was run with venous blood from the syringe tip used for the lab draw. Customer called back to report her 2nd lab correlation came back great. Lab: 2.2; meter: 2.4. Customer is satisfied. This lab correlation was done on the new lot of strips sent to the pt.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result (s) with lab result (s) provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 4.2, reference: 3.0, mean: 3.6, confidence limits: 2.0 - 5.0, result: pass. Date: (B)(6) 2011, inratio: 4.2, reference: 2.4, mean: 2.3, confidence limits: 1.4 - 3.1, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. For testing performed (B)(6) 2011, user reported applying sample to inratio via syringe. Tech service rep advised that only fresh capillary whole blood via fingerstick is validated for use on inratio system. Conclusion: discrepant results reported when using venous sample. Since products in complaint were not designed to use venous sample, it would be considered off-label use. Analysis of the client's data from inratio and reference tests revealed that the test result comparison met accuracy criteria. F/u test results met accuracy criteria. Inratio product pi advises customer to use only one drop of sample in test. Customer sometimes used two drops sample. This may cause unexpected result. (B)(4). Action threshold has been reached. Since strip lot release, 17 in-house therapeutic sample tests have been performed with 109 retained strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No product deficiency established; no corrective action required at this time.